Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where multiple half height cubies in main drawer 2.2 were showing "duplicate address detected" during recover storage space. A field service engineer (fse) removed the affected cubies from the configuration in the hardware test application (hta), rebooted the station, and performed recover storage space, selecting "no" when prompted "is cubie still there." Pharmacy then reloaded the medications into the station. The drawer became operational and the duplicate address alarms were cleared, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system main drawer 2.2 failed with the error as duplicate address detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.